Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected since in situ measurements showed high impedances on electrode 9-12 over time. Re-positioning surgery was scheduled for (B)(6) 2017.

Manufacturer narrative:
Conclusion: according to the information received, the device was not providing benefit due to an active electrode migration out of cochlea. A revision surgery to reposition the electrode array was performed. Reportedly, in situ measurements show a fully functional device. The concerned device remains implanted and in use. This is a final report.

Event description:
The hearing performance is affected. Imaging was done and showed a migration of the electrode. Re-positioning surgery was done on november 8th 2017.